Manufacturer narrative:
Device evaluation: analysis noted fold creases, total delamination of valve, wear abrasion and brown particles in device inner surface. Leak test and microscopic analysis was performed which identified: total delamination of valve and one opening crease sharp. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure. One opening crease sharp in the side anterior assessed as fold flaw opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.